Event description:
Customer reported that a pump declared alarm 30 occurred during pumping. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in loading a new cartridge, but the alarm recurred, so the pump could not resume insulin therapy. Customer was advised to use a backup insulin pump while awaiting a replacement pump, which technical support agreed to provide. The customer received instructions on putting the faulty pump into storage mode and was instructed to return it using a pre-paid shipping label within 10 days.